Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer declined assistance with trouble shooting but simply wanted to report the issue. The customer was advised to call the help line if they had any issues. No further information was provided.